Event description:
During ercp [endoscopic retrograde cholangiopancreatography] the gi [gastrointestinal] physician requested the hurricane dilatation catheter to dilate the minor papilla. The initial balloon would not inflate, a new hurricane catheter was obtained and performed without further issue. No harm to patient.